Event description:
A rat tooth biopsy forceps was cleaned and repackaged at the hosp. During the repackaging the rat tooth forceps were labeled by hosp personnel as colon biopsy forceps. Rat tooth forceps are intended for use in the bronchial tree. In a male 33 yrs of age with medical conditions unknown, a biopsy of the pt's colon was performed with the rat tooth forceps. The physician failed to recognize procedure, which perforated the pt's colon. The pt underwent abdominal surgery to repair the perforation and is in satisfactory condition.